Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent fracture occurred. An express sd stent was implanted in the patient's celiac artery in (B)(6) 2016. A computed tomography (CT) was performed in (B)(6) 2016 and identified that the stent was fractured. No additional measures have been taken to treat the stent. No patient complications were reported and that patient is in good condition.